Event description:
The rptr indicated that the stored electrograms periodically showed an "a" annotation when atrial intervals was programmed "off." No atrial lead was implanted.

Manufacturer narrative:
An investigation was performed. The start of the t- wave window is being annotated in the wss system as an atrial sense event. This can be observed by playing back a wss episode. The problem was localized to res-q3 device module "refract." The annotation code is written to the telemetry register from the "x" register (correct) while the incorrect data is written to the wss register from the "a" register. A work-around can be made in the programmer annotation decoder state machine.